Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: priming problem: the cause of the priming problems was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Air embolism: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
D6a: added implant date. Additional information the patient was stable following heart transplant. Device was discarded.

Event description:
An impella cp was inserted femorally to support the 52-year-old male patient admitted in with cardiogenic shock and acute myocardial infarction. The patient was in scai shock stage e at the time of admission. The patient has underlying coronary artery disease, diabetes, renal insufficiency, and was also on ECMO support. On the day of insertion the anesthesiologist was reviewing pump positioning with echo imaging (tte) and observed "small air bubbles" within the left ventricle. The team was unsure if it truly was air emboli and the "bubbles" had entered by the cp or ECMO circuit. There were no noted interventions or troubleshooting measures taken, nor was the pump explanted.

Manufacturer narrative:
A6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.